Event description:
It was reported that during the implant procedure, the ventricular lead could not be inserted into the connector port of the pulse generator. A new pulse generator was used and the physician was able to insert the lead into the new device header. The lead remained implanted. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).